Manufacturer narrative:
This is one event for the same patient involving three separate products; associated mdrs #2937457-2013-00553, 1225714-2013-03848, and 03849.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007 after the use of the product.